Event description:
Allegedly, patient was revised due to aseptic loosening socket; adverse soft tissue reaction to particle debris (left). Revision njr number: (B)(4). Primary asa: p1-fit and healthy.